Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-03127. It was reported (B)(6) the patient was no longer receiving stimulation therapy from the drg system. X-ray revealed both leads were fractured. Surgical intervention was taken and, when removing the patient's drg leads the ball tip leads both fractured at the contacts. Consequently, one contact from one each lead remained in the epidural space. New leads were implanted and stimulation therapy was reportedly restored. No consequence to the patient occurred due to the broken contacts. In addition, no further intervention to remove the broken lead contacts was planned.